Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The patient had a family history of uterine cancer. Concurrent conditions were listed as pelvic pain female and genital bleeding. On (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2024: gross description: uterus, cervix and bilateral fallopian tube. The specimen is composed of an unopened uterus weighing 158 grams and measures 9.2 x 7.4 x 5.2 cm. The anterior uterus is inked blue, and posterior is linked black. There is attached cervix measuring 3.9 x 3.4 cm. The posterior myometrium is 2.2 cm in thickness. There is tan, white leiomyoma located in uterine. Wall,0.3 cm greatest dimension. The attached right fallopian tube measure 6.5 cm in length by 0.8 cm in diameter with villous fimbriated end and attached left fallopian tube measures 5.5 cm in length by 0.8 cm in. Diameter with villows fimbrated end. The right fallopian tube has one para tubal cyst,0.5 cm greatest. Dimension. Both tubes are tortuous due to adhesions. There is a metal coil essure in both proximal portion of the fallopian tube. Left fallopian tube: fimbriated fallopian tube with serosal adhesions and intraluminal foreign body. Right fallopian tube: fimbriated fallopian tube with serosal adhesions and intraluminal foreign body (essure metal coil) with associated foreign body type reaction. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The patient had a family history of uterine cancer. Concurrent conditions were listed as pelvic pain female and genital bleeding. On (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2024: gross description: uterus, cervix and bilateral fallopian tube the specimen is composed of an unopened uterus weighing (B)(4) grams and measures 9.2 x 7.4 x 5.2 cm. The anterior uterus is inked blue, and posterior is linked black. There is attached cervix measuring 3.9 x 3.4 cm. The posterior myometrium is 2.2 cm in thickness. There is tan, white leiomyoma located in uterine wall,0.3 cm greatest dimension. The attached right fallopian tube measure 6.5 cm in length by 0.8 cm in diameter with villous fimbriated end and attached left fallopian tube measures 5.5 cm in length by 0.8 cm in diameter with villows fimbrated end. The right fallopian tube has one para tubal cyst,0.5 cm greatest dimension. Both tubes are tortuous due to adhesions. There is a metal coil essure in both proximal portion of the fallopian tube. Left fallopian tube: fimbriated fallopian tube with serosal adhesions and intraluminal foreign body. Right fallopian tube: fimbriated fallopian tube with serosal adhesions and intraluminal foreign body (essure metal coil) with associated foreign body type reaction. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.